Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not able to produce fluro. A review of the system logfiles found that there was an issue with ippc. Rse suggested to the customer to reseat the hard disk. Customer reseated the hard disk. After reseating the hard disk, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not functioning. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the image processing pc was malfunctioning. The field service engineer inspected the system onsite, reseated the hard disk and returned the system to use in good working order.